Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4); smartablate generator, model #: m-4900-07, serial #: (B)(4); smartablate pump, model #: m-4900-08, serial #: (B)(4); reprocessed -acunav catheter, catalog #:bd710fj282rts, lot #:17211202m. Manufacturer's ref. No: pi1-tmv4z7

Event description:
It was reported that a patient, (B)(6) male, underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional and suffered a cardiac tamponade which required a pericardiocentesis. The patient had no medical history. During the procedure, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The patient was reported to be in stable condition. The patient was discharged on (B)(6) 2015. Additional information was received stating that the event occurred during the mapping phase with the smart touch bidirectional catheter. A transseptal puncture was performed. No ablation had taken place. The generator parameters were set to the standard thermocool irrigation settings. The flow setting was set to 2ml/min. The physician¿s opinion regarding the cause of this adverse event is that the anatomy was challenging and he was having difficulties navigating to the desired position. No issues were noted with the catheter. The patient was transferred for observation.